Manufacturer narrative:
(B)(4). Voluntary medwatch #(B)(4) was sent directly from the facility. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported the removal and replacement of a lap-band access port due to an alleged "leakage of port" and "hole approximately 3 cm from the junction of the port and the tubing." Additional information provided by the reporter noted that the amount of fluid aspirated was less than previously filled.